Event description:
Pt was admitted to the hospital with a complaint of shortness of breath and was scheduled for an ultrasound-guided thoracentesis. On the day of the incident she was walking with assistance and suddenly became weak. She was assisted back to bed and her condition continued to rapidly deteriorate. Pt went into cardiac arrest and CPR was initiated. Monitor leads (from a previously opened package) were placed on the pt and there was no electrical activity displayed on the monitor. A second code cart was brought in and there was still no electrical activity displayed on the monitor. Leads were replaced from a different package and the monitor then displayed the pt's rhythm. CPR was continued during this time. The pt was not successfully resuscitated. The incident was previously reported on 5/30/97 as a voluntary report.